Event description:
The customer returned the product for failed preventative maintenance (pm)/power back on/battery cannot be used., during physical inspection it was found that the downstream occlusion (dso) seal was delaminated.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: one device was received for evaluation service history review identified no previous applicable repairs. Visual and functional tests were performed. Further investigation found a delaminated downstream occlusion (dso) seal. The dso seal was replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.